Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the instability is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 3/11/2021 that a sign fin nail implanted to repair a fracture was replaced due to instability of the fracture. The fin nail was replaced with a 9mm x 340mm standard im nail per the sign technique manual. Surgeon comment: "we noticed that the patient was rotationally unstable and her femoral shaft fracture so, we revised to a standard sign".